Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was noted that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 01/17/2016 .device evaluation: the device has been returned and evaluated by product analysis on 01/05/2016 with the following findings: a review of the pump black box revealed evidence of intermittent power event. The battery cap was unable to fully tighten. The battery cap threads were found to be damaged. The battery cap did not measure within contact width specifications. The battery compartment was found to be cracked from the thread area to the case seal. Due to the damage, the pump intermittently powered with the returned battery cap. All testing was performed with a test battery cap. The pump was exercised with a test battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. The pump case was removed and there was no evidence of moisture of loose components inside the pump.